Event description:
It was reported via repair work order that the fowler would not lay flat due to the fowler cylinder being bent. It was further reported that the power cord sheathing was torn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.